Event description:
It was reported that since surgery pt has had pain in groin, swelling at the joint, and numbness at the incision.

Manufacturer narrative:
It was indicated that the device is not available for evaluation, as it is still implanted. Additional information has been requested and if received, will be provided in a supplemental report.